Manufacturer narrative:
Product analysis:it was determined on analysis that the programmer stylus tip position on the touch screen required calibration. It was also noted that the stylus tip was cracked but still functional. The left and right keyboard side rail, keyboard hinge, bullets assay, display rear cover were broken. The rubber feet and company logo were missing. The paper tray was nearly empty and there was a crack in the bezel. Software was re-installed. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.